Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that they were diagnosed with congestive heart failure. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed unknown white, and black contamination (dust like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Unknown white, contamination (dust like) , in the iso port (international organization of standardization.) Dust like contamination on top and bottom of the blower motor and the blower motor seal. Potential mineral deposit spots on the top and bottom of the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, black dust like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. Potential fluid spots inside the bottom enclosure indicate potential water ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients' symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device.